Manufacturer narrative:
The reported event was not confirmed during the device evaluation. Upon visual inspection, the sabo sag head assembly was found to be in need of replacement. The device was repaired and returned to the user facility.

Event description:
It was reported that at the user facility the sabo sag saw was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.